Event description:
It was reported that a cartridge could not be fully snapped into a pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to inspect and clean the pump but was unable to reload the cartridge successfully. Technical support assisted in filling a new cartridge, but the issue persisted, leading to the decision to replace the pump. The customer was informed that they would receive a replacement pump with updated software and that they would need to program their settings and connect their cgm to the new pump. A return process for the problematic pump was initiated, and the customer was advised to use an alternate form of insulin delivery in the meantime.